Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown, batch no: unknown. It was reported that pending adverse event attachment information. Subject (B)(6) from study (B)(6). The subject developed a head cold prior to their baseline screening visit. The subject was tested and was negative for covid-19. The subject was not treated with the test materials. Please let me know if you need any additional information or have any questions.